Event description:
Note: the device did not break and was removed in one piece. It was reported to boston scientific in 2007, that an ultraflex covered ng esophageal stent device was used for an esophageal stent placement procedure in a seventy six year old patient (gender and weight unknown) the day prior. According to the complainant, "during the insertion of an ultraflex ng proximal release 10 cm esophagean stent, the very distal part (approx. 1,5 cm of 10) remained stuck to the holding catheter and didn't deploy.... " due to this event, the procedure could not be completed, however, the physician placed another ultraflex covered ng esophageal stent stent three days later. There were no patient complications due to this issue.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-2516.since the initial medwatch report was filed, additional information has been reported regarding the event.

Manufacturer narrative:
Addditional information reported that the device did not break, and was removed in one piece, and the patient did not sustain any injury.

Manufacturer narrative:
The device has not been returned, therfore, adevice analysis cannot be determined, thus the cause of the reported event is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.